Event description:
It was reported that the longevity for this device was 35% remaining in may, however today's longevity remaining was the same at 35%. There percent remaining had not decremented. Technical services advised the percent remaining may plateau at this time and is to be expected. Later, the device was successfully replaced with another. There were no additional adverse patient effects. This is considered a serious injury as surgical intervention was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device operated as designed. Engineering analysis using data downloaded from the memory at the time of the event, noted the previous battery longevities were estimated. The device has recently started to transition from estimated measurements to actual voltage measurements for longevity remaining. The device appears to be depleting normally. The evidence suggests that the longevity change was the result of a switch from estimated usage to actual (voltage) estimation methods.